Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that during a routine follow-up visit, when the implantable cardioverter defibrillator (ICD) was interrogated, a code displayed indicating the capacitor charge time had exceeded the limit and the device was in safety mode. The code was from almost one year earlier. The clinic was informed by the field representative that the ICD should be replaced urgently. At this time the field representative is not aware if a procedure has been scheduled. Available evidence indicates that the ICD remains in service. No adverse effects were reported.

Event description:
It was reported that during a routine follow-up visit, when the implantable cardioverter defibrillator (ICD) was interrogated, a code displayed indicating the capacitor charge time had exceeded the limit and the device was in safety mode. The code was from almost one year earlier. The clinic was informed by the field representative that the ICD should be replaced urgently. At this time the field representative is not aware if a procedure has been scheduled. Available evidence indicates that the ICD remains in service. No adverse effects were reported. Additional information received. A 1004 code indicating a short circuit condition occurred during an attempted shock approximately two years ago. There was no indication that the device was operating in safety mode as previously reported. The patient did not receive an urgent replacement as initially anticipated. The device was eventually explanted and replaced. No additional adverse patient effects were reported. The device will not be returned for analysis.

Event description:
It was reported that during a routine follow-up visit, when the implantable cardioverter defibrillator (ICD) was interrogated, a code displayed indicating the capacitor charge time had exceeded the limit and the device was in safety mode. The code was from almost one year earlier. The clinic was informed by the field representative that the ICD should be replaced urgently. At this time the field representative is not aware if a procedure has been scheduled. Available evidence indicates that the ICD remains in service. No adverse effects were reported. Additional information received. A 1004 code indicating a short circuit condition occurred during an attempted shock approximately two years ago. There was no indication that the device was operating in safety mode as previously reported. The patient did not receive an urgent replacement as initially anticipated. The device was eventually explanted and replaced. No additional adverse patient effects were reported. The device will not be returned for analysis.

Manufacturer narrative:
Correction to field h6: impact codes.